Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the reported issue could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: labeling: about reprocessing method of cyf-vhr, there is a description in cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual. From this, indicated phenomenon could be prevented. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the facility had increased amounts of urinary tract infections following an unknown procedure using a cysto-nephro videoscope.